Event description:
It was reported that patient had trouble with device when moving because original doctor placed device wrong. Current doctor corrected wiring and patient was doing "fine".

Manufacturer narrative:
Product ID 3093-33, lot# v197987, implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).